Event description:
The user facility reported that during preparation of the oxygenator, the oxygenator sampling system was unlocked. A similar event had occurred twice in the past, and a backup sampling system was provided. Therefore, the defective product was replaced with a backup quality product and cardiopulmonary bypass was performed without any problems. The sampling system prepared in advance was used for replacement. The event occurred pre-treatment. There was no patient involvement. The procedure outcome was not reported. The final patient impact was not harmed.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - clinical engineer. PMA/510(k) - k130280. Visual inspection of the actual sample found that the lock adapter had been come off from the male connector of sampling system. Magnifying inspection of the actual sample did not find any anomaly such as a deformation on the male connector and the lock adapter. The outer diameter of the rib of male connector and the inner diameter of the lock adapter were measured and compared with a factory-retained product. No difference was found. Elemental analysis of the surface of actual male connector was performed by sem-edx (scanning electron microscopy/energy dispersive x-ray spectroscopy). As a result, si was detected in the cock of involved three-way stopcock, which was likely to be derived from the silicone applied for the purpose of improving lubricity. As a simulation test, after applying silicone to the male connector of factory-retained sampling system, the female connector was connected and applied torque force to the lock adapter. It was found that the lock adapter came off. Our sampling system is designed so that the internal step of lock adapter is caught on the ribs of male connector to prevent loosening when the female luer is fixed. Therefore, if the internal step completely overcomes the ribs, the fixing may come off. Review of the manufacturing record and the shipping inspection record of the actual sample confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination. The mechanism by which the silicone applied to the cock was transferred to the male connector was investigated. As a result, it was found that when the product was stored in a sealed state, the concentration of silicone volatilized in the peel pack increased, and it was transferred to other sections. In addition, it was inferred that the longer the period from the sampling system assembling process to the delivery to the oxygenator manufacturing process, the more silicone volatilized and transferred to other sections. Relevant IFU reference:" do not use if the package or device is damaged (e.g., cracked) or any of the port caps are off." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).